Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with off no power during a bolus attempt. The customer reviewed her alarm history and noted that there was no low battery alert prior to the off no power alarm. The patient's blood glucose at the time of incident was 126 mg/dl. Troubleshooting was initiated for the off no power alarm. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump and the display showed a full battery. The customer was advised to monitor the insulin pump and call back if the off no power alarm recurs. No products were returned or replaced.